Event description:
The customer reported processor not detecting any scope during inspection for use involving an Olympus video system center. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.